Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's insulin pump was frozen. Customer also reported their settings had been erased. It was also found the customer's insulin pump also had condensation inside the screen. The customer also reported several unexplained no delivery alarms. No additional information provided.